Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as patient had not put on a mask during pd procedures. The peritonitis was manifested by fever and cloudy effluent. The patient was hospitalized and treated with cephem antibiotics (intravenous) and aminoglycoside antibiotics (intravenous) for bacterial peritonitis. It was reported that the patient was retrained on proper aseptic technique. Pd therapy was ongoing. At the time of this report, the patient recovered from the events. The patient was scheduled to be discharged 18 days after admission. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.